Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 1.7, lab: 2.0. Results within 15 minutes of each other.

Manufacturer narrative:
Investigation pending.